Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.

Event description:
On (B)(6) 2012, lifescan contacted the patient from the USA; at that time the patient alleged that the one touch verio iq meter was having an unspecified issue. However, the patient did not specify what the issue was. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reporter due to the following conclusion: the patient claimed the meter was having an unspecified issue. There is no evidence, however, that the alleged issue was contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.